Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 418 mg/dl. Customer other blood glucose value of 307 mg/dl. Customer stated that they had blank display and battery cap was damaged. Customer was declined troubleshooting for high blood glucose. The customer was treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. Pump received with cracked battery tube thread noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.